Event description:
Customer reported via phone call that sensors were not lasting and had been receiving calibration error and change sensor before it was time. Customer states blood glucose had been between 27 mg/dl and 400 mg/dl. Customer's blood glucose at the time of call was 198 mg/dl. Customer was educated on calibration error and lost sensor. Customer was advised to change sensor and that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one random opened/used enlite sensor and performed continuity resistance test. The sensor passed per specifications. Performed bicarbonate buffer test, and the sensor failed with high readings. Found one of three sensors with a broken cannula.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.